Event description:
It was reported that a user experienced a hypoglycemic event while using the ilet system, noting that the blood glucose reading indicated ¿low¿ and the user had symptoms, with no alerts or alarms reported. Symptoms included signs consistent with hypoglycemia as described by the user. Outcomes included transient symptomatic impact without report of hospitalization or medical intervention. Investigation included outreach to obtain additional information and event details from the user. Investigation of this case revealed that the cause and device contribution remain unclear, and no device malfunction or component-specific issue has been identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending additional information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.